Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. This rv lead, ra lead and crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. This rv lead, ra lead and crt-d remain in service. No additional adverse patient effects were reported. Additional information has been received that an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was observed and the output was at 5volts. The test had been unsuccessful due to low evoked response. Ts recommended turning off right atrial automatic threshold (raat) test and program to fixed outputs. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.